Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to discuss episodes of crosstalk. A electrogram was fax'ed to technical services for review. Technical services reviewed a telemetry strip which shows a 4-5 seconds pause in pacing. From an xray, it appears that the right atrial's lead tip is pointing straight down near the valve. Aai pacing does not capture the right atrium and the right ventricular (rv) lead appears to be sensing the ra ouptut. The local representative reported that the patient lost consciousness and was admitted to the hospital. The patient was presented to the electrophysiology (ep) laboratory for a scheduled lead revision procedure. However, when the device was interrogated, the bradycardia mode had been programmed from dddr to vvir. Consequently, the device was no longer exhibiting crosstalk. During fluoroscopic imaging, the physician confirmed that the leads had not dislodged. When the device was temporarily reprogarmmed to ddr, crosstalk was present. The physician decided that no invasive intervention was required. When the device was reprogrammed to 1.0 mv, no crosstalk was present. A defibrillation threshold (dft) was performed with the rv sensitivity programmed to 1.5 mv. No vf undersensing was noted. The device rv sensitivity was permanently reprogrammed to 1.0 mv. The device was rechecked the following morning and no crosstalk was identified. The right atrial (ra) output was decrease and the lower rate limit (lrl) was reprogrammed to 70 bpm.